Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device failed to pass self-inspection. There was no reported patient involvement.

Manufacturer narrative:
Philips received a complaint on the heartstart xl+ defibrillator indicating that device failed self-inspection. There was no reported patient involvement. Based on the information available and the testing conducted, the cause of the reported problem was due to a defective capacitor which was replaced. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.